Manufacturer narrative:
(B)(4). The operator was called to check on her fluid balance calculation and mentioned that the pt became hypotensive during the procedure. The customer confirmed that there were no issues with the disposable or equipment during the procedure. In the spectra optia apheresis system operator's manual (B)(4), possible known adverse effects of apheresis procedures are listed. Included on the list are hypotension and anxiety. Per the operator's manual, a bolus of replacement fluid may be given during the procedure to assist the operator in responding to pt conditions such as hypotension. The operator's manual also instructs users to "monitor the system and the pt throughout the procedure." This disposable set was unavailable for return or was not requested for investigation. Conclusion: this disposable set was unavailable for specific root cause analysis, but was not alleged to have contributed to the hypotensive reaction.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The following incident description was provided to caridianbct quality assurance; the operator was calling the caridianbct clinical help desk staff to check her fluid balance calculation and mentioned that the pt became hypotensive during the procedure. The customer confirmed that there were no issues with the disposable or equipment during the procedure. This report is being filed due to medical intervention. Three unsuccessful attempts were made to obtain pt ID.